Manufacturer narrative:
H6 - adverse event problem - corrected medical device code to reflect lead fracture. The reported event of uncomfortable stimulation was confirmed. The returned octrode lead had a kink where all internal wires were broken, consistent with an overstress condition the lead was exposed to while in vivo. At the point of fracture, if the fractured wire ends were in close proximity to each other while implanted, electrical shorting of the wires may have occurred which is consistent with the patient feeling stimulation that wasn't as expected.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report numbers 1627487-2021-17703, 1627487-2021-17704. Additional information revealed that the patient underwent surgical intervention wherein the system was explanted.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing uncomfortable stimulation, with bursts of stimulation when switched on. In turn, surgical intervention may take place to address the issue.